Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had migrated and the ipg was reaching end of life. Surgical intervention was undertaken on (B)(6) 2025, and the leads were repositioned and the ipg was explanted and replaced.

Manufacturer narrative:
Correction b5: the patient's ipg had reached end of life, and not reaching end of life, as previously reported. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient's ipg had reached end of life, and not reaching end of life, as previously reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.